Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal iliac aneurysm. It was reported that during the index procedure a type 1a endoleak was observed. According to the physician, the cause of the event was anatomy related; calcified aorta. No intervention was performed at the time. No additional clinical sequelae were reported and the patient will be monitored by their physician.